Event description:
It was reported that patient death occurred. A left atrial appendage closure (LAAC) procedure was completed on (b)(6)2025. A 24mm WATCHMAN FLX Pro LAA Closure and Delivery System (WDS) was implanted. The patient was discharged. Schedulers tried to call the patient to set up a one year follow up and noted the line was disconnected. The schedulers were able to reach out the patient wife. The wife advised the patient passed away on (b)(6)2026. There was no official cause of death provided.It was further reported the suspected cause of death was aspiration pneumonia.

Event description:
IT WAS REPORTED THAT PATIENT DEATH OCCURRED. A LEFT ATRIAL APPENDAGE CLOSURE (LAAC) PROCEDURE WAS COMPLETED ON (B)(6) 2025. A 24MM WATCHMAN FLX PRO LAA CLOSURE AND DELIVERY SYSTEM (WDS) WAS IMPLANTED. THE PATIENT WAS DISCHARGED. SCHEDULERS TRIED TO CALL THE PATIENT TO SET UP A ONE YEAR FOLLOW UP AND NOTED THE LINE WAS DISCONNECTED. THE SCHEDULERS WERE ABLE TO REACH OUT THE PATIENT WIFE. THE WIFE ADVISED THE PATIENT PASSED AWAY ON (B)(6) 2026. THERE WAS NO OFFICIAL CAUSE OF DEATH PROVIDED.

Manufacturer narrative:
B5: Describe Event or Problem - Updated.